Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that three months following an intraocular lens (iol) implant procedure, the lens was explanted due to the patient dissatisfied with their vision and the iol was noted to be dislocated. Additional information was requested.